Event description:
White circle burn measuring approximately 1cm x 1 cm on the patient's right forearm, no intervention at this time. Transilluminator found to be warm to touch. Confirmed a failure within that device.